Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent.

Event description:
Report received from (B)(6) stating that the re was debris inside the sterile packaging. The device was not being used in surgery. There was no injury or medical intervention. There was no add'l info provided.